Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the external video was not functioning during surgery. The customer could not see well through the binoculars and the microscope arm drifted. The procedure was completed after a 15 minute delay. Pt impact is unk.